Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent came off on the stylet wire. This was not noticed until the stent delivery system was in the pt. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. Potential causes of stent dislodgement may be, but not limited to, improper/inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal in this case, without the device to examine, it is difficult to determine a conclusive root cause. The vision IFU states, "prior to using the multi-link vision rx, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers do not use if any defects are noted."